Event description:
Additional information received from the consumer reported that the issue was with charging and the battery readings was not accurate. The implant was not vibrating, they were not getting stimulation due to depletion of the battery. The patient had a replacement of the battery and it was now working.

Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated she charged the ins about a week ago and realized she only gets 5 days out of the implanted neurostimulator battery charge. Patient stated the ins was still vibrating so she went to charge it on saturday and the controller would not turn on. Patient stated she could not get anything but a black screen. Patient stated today the controller showed memory problem data has been lost patient stated it will not do anything now.  Patient plugged the controller into ac power and stated the green light is not flashing. Patient removed the li battery pack and plugged it into the ac power cord and the controller does power up. Pt put the li battery back in and verified the green light is flashing. Patient service specialist is going to call patient back in 1 hour to verify that the controller is incrementing in charge and pt is able to connect to charge the ins. Patient services made an outbound call and pt verified the controller is still charging pt connected the rtm cord and verified she is able to connect to charge wi th excellent charge quality the controller is 60%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.